Manufacturer narrative:
This report is submitted on march 01, 2022.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site, resulting in extrusion of implant. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device when the skin has healed.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 22, 2022.